Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient frequently experienced inflammation and intermittent blood discharge at the abutment site since implantation. Following that, the patient also developed an infection at the same site (specific date not reported). Subsequently, the abutment was removed, and local flap closure was performed under general anesthesia on (B)(6) 2025. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.